Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. The atrial lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.